Event description:
It was reported by the customer that the blood collection tubes are popping off while drawing blood and the safety does not close properly. No information was received regarding any serious injury as a result of this report.